Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced damaged or open unit packaging/seals where the sterility was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: material no. 320122 batch no. 8158529. Verbatim: consumer reported, "tear drops labels missing". Stated, she purchased the box in march, 2019. Stated, she recently started using them, could not provide exact date. State, all of the pen needles are missing "tear drop labels". Stated, she is the only one in her home who takes injections. Lot: 8158529. Item: 320122. Expiration date: 2023-06-30.

Manufacturer narrative:
H.6 investigation summary: samples were received, and an investigation was performed. This is the 1st related complaint for open package/seal & the 2nd related complaint for missing tear drop label on lot # 8158529. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10

Event description:
It was reported that 100 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced damaged or open unit packaging/seals where the sterility was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: material no. 320122 batch no. 8158529 verbatim: consumer reported, "tear drops labels missing". Stated, she purchased the box in (B)(6) 2019 stated, she recently started using them, could not provide exact date. State, all of the pen needles are missing "tear drop labels" stated, she is the only one in her home who takes injections lot: 8158529 item: 320122 expiration date: 2023-06-30